Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. A device history review revealed the device there are no nonconformities, rework activities, or first pass test specification failures related to this complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. It was not reported if pd therapy was ongoing or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.